Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that after swimming today the keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 10/23/2013 - device evaluation: the pump has been returned and evaluated by product analysis 10/15/2013 with the following findings: the keypad was found to be fully intact; no damage or peeling was observed. The complaint of the intermittently unresponsive keypad buttons was unable to be tested due to moisture in the pump. The keypad cover was removed and evidence of contamination was found under the contrast key contact. There was moisture visible through the display lens and the display screen was blank due to moisture in the pump. Moisture corrosion was visible in the battery compartment. A leak test was performed and a display lens leak was found. The pump cover was removed and moisture corrosion was found in the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.